Event description:
Litigation alleges that patient suffers from constant hip pain, back pain and discomfort. It is sometimes not possible for patient to perform her routine daily activities due to the pain. The incision site around the hip implant sometimes still opens up and bleeds years after her original implant surgery. Additionally, it is alleged that patient has elevated metal ion levels. Patients preliminary disclosure form was received on (B)(6) 2012, which provided part/lot information.

Event description:
The patient was revised to address metallosis and trunnionosis. Revision notes reported a metallosis-type fluid, significant trunnionosis with grey metal black particles in the femoral head, and no real incorporation of bone into the acetabular shell. Laboratory result for cobalt is above 7ppb. Clinical notes reported inability to bear weight, history of wound dehiscence, soft tissue atrophy, limited rom, decreased motor strength, flexed forward ambulation with cane and significant limp. X-ray shows the femoral stem is somewhat proud and slightly varus.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.